Event description:
The information provided to sjm indicated 6f angio-seal vip vascular closure device was selected for use. A pre-procedure angiogram was performed. The device was inserted in the right femoral artery and arterial blood return was confirmed with the arteriotomy locator. The carrier tube was inserted into the sheath and two clicks were heard to verify proper assembly. When pulling back the device, the anchor and collagen came out of the patient. The anchor could be seen within the tip of the delivery sheath, suggesting that no components were left in the patient. Manual compression was held for 10-15 minutes to achieve hemostasis. The patient developed a large hematoma 20 minutes after leaving the procedure room. Manual compression was held again for another 10-15 minutes. A pseudoaneurysm was observed on ultrasound the following day. An ultra-sound guided thrombin injection was given. The patient was discharged from the hospital after an extended stay.